Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the insulin pump alarmed no delivery. The no delivery alarm was resolved with a reservoir and infusion set change. The customer's blood glucose level went up to 400 mg/dl. His blood glucose level came down after the infusion set was changed and they bolused. The device was not returned.